Event description:
It was reported that the patient reported that he had difficulty with his inflatable penile prosthesis. He indicated that he could get the pump to pop, but then with subsequent squeezes, he felt like there were bubbles in the pump and it would not inflate. The patient saw the physician and was scheduled for revision surgery on (B)(6) 2022.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.